Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, h3, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: minor partial liner delamination with significant bunching near distal tip. Distal tip torn radially along the distal edge of the liner with hdpe stretching and soft tip damage. Radial and axial score lines present on the distal tip. Entire length of liner fully expanded. Due to condition of the returned device (distal tip torn), no applicable functional or dimensional testing was able to be performed. Imagery was provided for review. The provided device-related imagery was reviewed, and the following was observed: distal tip is open and torn radially along the distal edge of the liner, the liner is bunched, and distal tip of hdpe is stretched. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath plus, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The reported event was confirmed per evaluation of the returned device/imagery. Available information suggests that improper tip expansion likely contributed to the event as it was reported during the insertion of the valve and delivery system through the esheath, the distal end of the sheath was torn more than normal. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway. H3 other text : not returned

Event description:
As reported by an edwards lifsciences affiliate, during the insertion of the valve and delivery system through the esheath, the distal end of the sheath was torn more than normal.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided device-related imagery was reviewed, and the following was observed, distal tip is open and torn radially along the distal edge of the liner, the liner is bunched, and distal tip of hdpe is stretched. The reported event was confirmed per evaluation of the returned imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned imagery, the sheath distal tip was observed to be torn radially and axially along the distal edge of the liner and axial score line, respectively. The failure mode is characteristic of sheath tip tear events as described in an existing product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.